Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient (hp) swapped out the empty heater supply bag with a full final supply bag during fill 5 of 5 of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) swapped out the empty heater supply bag with a full final supply bag during fill 5 of 5 of peritoneal dialysis therapy. Proper procedures were reviewed with the customer. The technical service representative assisted the hp with ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.